Manufacturer narrative:
(B)(4): undefined medical treatments. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and will require additional medical treatments. No additional information was provided at this time.